Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) recycle the power on the hc and a system error 2367 alarmed. The tsr had the hp close the clamps and transfer set and recycle the power again. The hp would start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp. The hp stated that she was connected at the time of the alarm, and disconnected after it occurred to start over with new supplies. The hp also stated that she had not noticed anything visibly wrong with the supplies, there were no loose connections, there were no open clamps on unused lines, and the bags were connected properly. Therapy has been going well since incident. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.